Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer's insulin pump alarmed with no delivery and motor error. No significant events were recalled that led up to the alarms. The customer was trying to change an infusion set when the alarms occurred. The customer's blood glucose at the time of the alarms was not recalled. The customer's most recent blood glucose at the time of the report was 12.5 mmol/l. The insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature. Customer was unable to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Troubleshooting for the no delivery alarms was declined. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm or prime anomaly was noted. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window.